Manufacturer narrative:
The pump was received with blank display due to corroded battery cap contact. The pump was tested with a good battery cap. The pump was also received with normal operating currents. There was no blank display during testing. There was no damage found on the lcd isolation tape noted. There was no moisture damage on the lcd board, motherboard, interface board, rf board, motor, and vibrator and battery tube assembly during visual inspection. The pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call of their insulin pump having a blank display. The customer states the device was counting during a calibration and just shut off. The customer stats the display will not turn back on. The customer's blood glucose level at the time of incident was 190mg/dl. The customer states the pump is dropped once a day. The customer states the pump has been exposed to moisture. The customer was advised the pump would be replaced and returned for analysis.